Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon tried to drill the unknown screw using the drill bit with depth mark the surgeon could not drill through the near cortex because the drill bit was dull. There was a minimal surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 323.062-us, lot: 134p606, manufacturing site: bettlach, release to warehouse date: may 25, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the 2.0mm drill bit with depth mark/qc/140mm was returned and received at us customer quality (cq). Upon visual inspection at cq, the edge of the drill looked dull under the magnifying glass. No other issues were observed with the complaint device. Functional test: a functional assessment was not able performed on the complaint device. However, the edge of the drill bit looked dull and could have contributed to the device interaction issue. Dimensional inspection: feature: shaft diameter result: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed. The potential cause for the device interaction condition could be due to the dull edge of the drill bit. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.